Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 5th day, ongoing) and fortum injection (1gm, once daily, ongoing) for peritonitis. Five days after the event onset, the patient was treated with fluconazole tab (100mg, ongoing) for peritonitis. Seven days after hospital admission, the patient was discharged. The patient has recovered eight days after the event onset. Pd therapy was ongoing. No additional information is available.